Manufacturer narrative:
Inspected three random sealed reservoirs and one open/used reservoir. Manual prime and high-pressure test were performed and all the reservoirs passed the tests. No leaks or defects in the o-rings were observed during analysis and all the reservoirs passed per specifications.

Event description:
The customer reported that insulin from the reservoir leaked past the o-rings and into the reservoir compartment. The blood glucose reading was 311mg/dl. No further information was provided.